Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. The attorney has alleged that the patient underwent revision surgery however it is not known if the device was explanted at that time, therefore an explant date will not be reported. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2015 - the patient had unspecified injuries and underwent revision surgery. As reported, the patient's attorney alleges a general claim related to the ventralex "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. The attorney has alleged that the patient underwent revision surgery however it is not known if the device was explanted at that time, therefore an explant date will not be reported. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 5 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Note, the manufacturing date (15-nov-2007) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2015 - the patient had unspecified injuries and underwent revision surgery. As reported, the patient's attorney alleges a general claim related to the ventralex "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with periumbilical hernia after appendectomy and umbilical hernia thereby underwent open hernia repair with the implant of ventralex mesh(device #1). Per operative notes, ¿the hernia sac at was entered, omentum extruding through the defect was adherent to the sac, it was freed and the hernia sac was dissected. Another defect at the umbilicus was noted in right upper aspect, the two defects were connected. A ventralex patch was placed in the peritoneal space and sutured.¿ on (B)(6) 2015, patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of ventrio st mesh (device #2) and removal of ventralex mesh (device #1). Per operative notes, ¿a small defect was noted to the left of the mesh (device #1). The mesh was cut at bunched up and removed. A large defect was also noted. A round ventrio mesh (device #2) was placed below fascia and sutured.¿ attorney alleges that the patient had mesh shrinkage, pain, hernia recurrence and emotional injuries. It is also alleged that the mesh was bunched up hardened area around belly button and intimacy issues with spouse.